Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I plan to schedule an appointment to have them removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("I started my cycle 10 days ago and it have been heavy with passing clots"). The patient was treated with surgery (planned surgery to remove essure). At the time of the report, the medical device removal and menorrhagia outcome was unknown. The reporter considered medical device removal and menorrhagia to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: additional reporter information added event added: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.